Manufacturer narrative:
Concomitant product: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. The display was showing ¿call your doctor¿ icon and there was a power on reset (por) condition. The patient went to turn the stimulation on and it showed por. It was charged on sunday prior and had 3/4 battery level. The patient had not let her battery go dead or had any appointments. It was reviewed how to clear the por condition and the action resolved the issue. Information regarding the cause of the por, patient symptoms, and if the patient still had concerns with their device or therapy have been requested. If additional information is received, a follow-up report will be sent.